Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2013 we became aware that the lead exhibited vary capture thresholds. The lead was capped.

Event description:
It was reported that the lead exhibited a decrease in impedance from 330 ohms to 130 ohms. Reproducible noise and loss of capture were also noted. Programming was changed to vvi and the system would be monitored.